Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level ranged from 133-212 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.